Event description:
It was reported that this subcutaneous implanted cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in multiple inappropriate shocks across two episodes. Device data was sent to technical services (ts) for review. Ts provided further troubleshooting and programming options. Ts also recommended performing an x-ray to evaluate system placement. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "describe event or problem" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implanted cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in multiple inappropriate shocks across two episodes. Device data was sent to technical services (ts) for review. Ts provided further troubleshooting and programming options. Ts also recommended performing an x-ray to evaluate system placement. This system remains in service. No adverse patient effects were reported.